Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and a copy of the operative report was received. Unfortunately, the device has been discarded. A device history record review is in process.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure in the duodenum, performed on (6)(6), 2009. According to the complainant, during the procedure, when the clip came out of the sheath, it was bent on the catheter. The procedure was performed using another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 89.9 months, due to mitral stenosis.